Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have the pitch cable loose at the distal end that was showing out. A loose pitch cable at the distal end is often caused by something else in the backend (ex: broken cable, cracked clamping pulley, loose clamping pulley screw). The plastic housing was removed, and during the visual inspection, the pitch cables were found to be very loose from the short input #5 in the proximal end. For clarification, pitch cable is not broken. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.